Event description:
The customer returned the video system center for a separate issue. During the device evaluation, olympus indicates that the image flickering was found. It was determined that the integrated interface malfunction caused the malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus, and the customer allegation was confirmed. Additionally, the investigation identified the following reportable malfunction: image flickering. A root cause could not be identified. Based on the results of the investigation, the image flickering occurred due to the integrated interface malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.